Event description:
The customer's father reported that the customer was hospitalized due to hypoglycemia. The customer's father stated that the customer was incoherent and may have had a seizure prior to being taken to the hospital. The customer's father stated that when he found the customer the insulin pump had alarmed and there were lines across the display. Troubleshooting was performed and found that the settings on the insulin pump had been erased. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.